Event description:
In 2005, a patient underwent repair of a traumatic transaction of the thoracic aorta using the gore tag thoracic endoprosthesis. Pre-procedurally the plan included an intentional covering of the left subclavian artery. This procedure was intended as a bridge to definitive open surgery. A final angiogram demonstrated the deployed tag device was lacking inner wall apposition, most likely due to the angle of the aortic arch. An additional tag device was not used to obtain improved seal proximally as the physician felt the device would land to close to the brachiocephalic artery. Two days postoperatively a CT study revealed a proximal type I endoleak as well as device compression. Six days later, the patient was brought back to surgery for an open repair. The explanted device has not been returned to gore for review. The patient tolerated the procedure.